Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a pump changed the programmed dose and rate without user input. An event history log supplied by the customer shows that the pump was programmed to deliver at a rate of 7.5ml/hr and the rate was changed by the user to deliver at 6ml/hr. No add'l info was provided.